Event description:
It was reported that during a laparoscopic orchidopexy procedure, the tip of the device broke off and was easily retrieved. There was only a short delay to the procedure. Another device was used to complete the case. There was no adverse consequences to the pt.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.